Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will not have a revision procedure as the patient has passed away. The date and cause of death are unknown and no further information can be obtained regarding the patient's death. Additional suspect medical device components involved in the event: model #: sc-9004-35, serial #: (B)(4), description: precision connector m1, 35cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. If there is any further relevant information from that review, a supplemental med watch will be filed.